Event description:
(B)(6), cvor coordinator of (B)(6) hospital, stated that on (B)(6) 2014, they had a pulmonary valve fracture. It had to be explanted and it was kept for evaluation.

Manufacturer narrative:
Cryolife representative stated that he received a voicemail stating that the hospital had a pulmonary valve fracture and it was kept for evaluation. The synergraft pulmonary valve and conduit was received in a cup with enough solution as to be completely submerged. The valve was transected at the bifurcation. A 0.8cm tear was located in the muscle band, 2.3cm from the transection at the bifurcation, and extended into the left semilunar cusp (lsc). Three cracks were observed in the internal muscle band, one of which extended from the anterior/right (ar) post to the left/right (lr) post. Another crack was observed in the conduit. It was also noted that there were no signs that the allograft had been implanted. There were no sutures, no holes left by suturing, and no remnants of patient blood. The damage observed is consistent with damage caused by mishandling the allograft while in the frozen state. It is likely that the damage occurred at the user facility; cryolife personnel are trained to properly handle cryopreserved allografts and no errors or deficiencies were found in the processing record reviews. The instructions for use states, "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to the allograft" and "cardiac allografts are human biological tissues and, as such present considerable anatomical variation. Specific allograft attributes (representing normal variation) and donor-specific information is described in the allograft diagram and the certificate of assurance supplied with each allograft."

Event description:
(B)(6), cvor coordinator of (B)(6), stated that on (B)(6) 2014 they had a pulmonary valve fracture it was kept for evaluation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.